Event description:
It was reported that the catheter had "spontaneous splitting of arterial drainage in the area of clamp clip".

Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The root cause could not be accurately determined because the physical device was not returned for the complete analysis.